Event description:
It was reported that a lead warning occurred one day post-implant, with high impedance, increased thresholds, and noise seen, along with a polarity switch. Pocket manipulation did not reveal any issues, so the device was left in unipolar mode until the patient's next visit about a week later. The patient presented about ten days later with no capture at maximum outputs. Manipulation of the pocket now resulted in capture along with undersensing and oversensing. The pocket was reopened and the physician pulled on the lead, whereupon it came out of the header, with the setscrew being loose. The setscrew was retightened and all measurements were good. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.